Event description:
It was reported that the disposable pressure transducer did not hold the zero baseline. The measured arterial pressure was a different measurement compared to the blood pressure cuff reading. When performing a new zero, the new pressure measurement changed from 112mmhg to 40mmhg. No further information is available. No patient injury was reported.

Manufacturer narrative:
One single dpt without any attached component was received for evaluation. The examination revealed that the unit zeroed and sensed pressure accurately on the pressure monitor. The pressure readings were stable and did not show any drifting during the pressure drift testing. The electrical testing showed that the dpt electronic components were intact because both the input and output impedances were within specifications. There was no leakage or occlusion that was noticed from the dpt during the pressure test. There was no visible defect that was observed from the returned unit. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint was not confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.